Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and patient concern with the product.

Event description:
Patient reported right side possible rupture, "feels like it's torn apart, pieces are floating, looks and feels lumpy", healthcare professional later reported patient was concerned with the product. Device has been explanted.